Event description:
It was reported that as lvp 20d 3ss cv tubing separated. The following information was provided by the initial reporter: material no: 2426-0500; batch no: 20063288. It was reported tubing cleanly separated from blue/white plastic clip that goes into alaris pump. Customer email 09 sep 2020: are you able to give a specific date/time for this instance that happened? One event occurred on (B)(6) the other two occurred on saturday, august 15th. Specific times unknown, though one of the nets reports from (B)(6) says 7:10am. Given the closeness in time that these occurred, it¿s highly likely that it was all the same batch/lot#. All instances occurred on the north side of the unit, which means all of the tubing came from the same location/supply cart. I do not have a clear description of the defect ¿ can you forward please? I¿ve attached a picture of what the tubing looked like. In all cases the tubing snapped off or pulled out of the blue/white plastic clip that goes into the slot on the alaris pump (circled in green in the photo). In all cases it was a clean break. Was there patient harm for this specific instance? If so can you provide any information such as age, weight, diagnosis? No patient harm occurred in any of these instances.

Manufacturer narrative:
The customer complaint of tubing cleanly separated from blue/white plastic clip that goes into alaris pump was verified from the picture provided. The root cause of the separation cannot be determined without the sample being returned. A device history record review for model 2426-0500 lot number 20063288 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. Medical device lot #: the customer provided lot # 20063288. This does not match the catalog number provided. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 3ss cv tubing separated. The following information was provided by the initial reporter: material no: 2426-0500, batch no: 20063288. It was reported tubing cleanly separated from blue/white plastic clip that goes into alaris pump. Customer email 09 sep 2020: are you able to give a specific date/time for this instance that happened? One event occurred on friday, (B)(6), the other two occurred on saturday, (B)(6). Specific times unknown, though one of the nets reports from (B)(6) says 7:10am. Given the closeness in time that these occurred, it¿s highly likely that it was all the same batch/lot#. All instances occurred on the north side of the unit, which means all of the tubing came from the same location/supply cart. I do not have a clear description of the defect ¿ can you forward please? In all cases the tubing snapped off or pulled out of the blue/white plastic clip that goes into the slot on the alaris pump (circled in green in the photo). In all cases it was a clean break. Was there patient harm for this specific instance? If so can you provide any information such as age, weight, diagnosis? No patient harm occurred in any of these instances.